Event description:
It was reported that the 2800 system displayed a motion error 72. This prevented them from moving the x-ray imaging system. There was no report of pt injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The reported malfunction was verified. Repositioned the x-ray arm. No conclusion as to the possible cause of the malfunction could be identified. The system was tested and found to be working as intended and placed back into service.